Event description:
The customer reported via phone call that they experienced high blood glucose for the past four days. The customer's blood glucose was 507 mg/dl. Customer treated their blood glucose with a manual injection and through the insulin pump. It was also found the customer was feeling dizzy and had a headache and ketones from high blood glucose. Troubleshooting did not find any leaks or air bubbles present on the customer's insulin pump. Customer declined to check for the insulin pump's programming at the time of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.